Event description:
On (B) (6) 2009, the sales representative reported that during surgery to remove pathfinder hardware, the sales representative was not in the case. The screws were embedded so hard in very solid bone and surgeon torqued so hard it destroyed instruments. Additional information received on 28 oct 2009, the sales representative reported that there was no zimmer spine representative in the case. This was a doctor that does not do service with us. It was unknown why the doctor was removing the construct. When the sales representative went to retrieve the instrument from the hospital, it was identified that the 2155-1 the tips were twisted in both directions and the 1160-3 the tips were twisted in a spiral direction. There was no surgical delay.

Manufacturer narrative:
Patient information was unknown. Product is an instrument and is not implantable. Evaluation is pending.